Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the radio frequency head had telemetry failure. It was requested also that the label be replaced. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, telemetry failure was caused by the cable being out of electrical specification. It was also noted that the label was missing. (B)(4).

Event description:
It was reported that the radio frequency head had telemetry failure. It was requested also that the label be replaced. The head was returned for service. No patient complications have been reported as a result of this event.